Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that an unspecified number of bd nano¿ ultra-fine¿ pen needles were unable to deliver medication. The following information was provided by the initial reporter: consumer reported finding needles to clog during injecting. Caller does not complete a flow check and has shaky hands.

Event description:
It was reported that an unspecified number of bd nano¿ ultra-fine¿ pen needles were unable to deliver medication. The following information was provided by the initial reporter: consumer reported finding needles to clog during injecting. Caller does not complete a flow check and has shaky hands.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.